Event description:
Boston scientific received information that a portion of this guidewire was inadvertently left in this patient. This physician was trying to implant a competitor's left ventricle lead with this guidewire when it broke and was left in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.